Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pain pelvic/ pain pelvic area') in an adult female patient who had essure (batch no. 740648) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and ovarian cyst. Concurrent conditions included endometriosis and fibroids. Concomitant products included alprazolam, paracetamol (acetaminophen) and sertraline. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, depression") and anxiety ("psychological or psychiatric problems anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2010 and (B)(6) 2010. (B)(6)2010 (right: unable to visualize; left: unable to cannulate), (B)(6)2010 (coils right tube: 0; coils left tube: 0). Removal details states that "fallopian tubes and ovaries appear normal. I do see some endometrial implants in the posterior cul-de-sac and on the bilateral uterosacral ligaments"; however, further details were not provided in detail. The plaintiff claims that essure worsened a previously existing injury/condition (depression and anxiety). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6)2010: total bilateral occlusion. Pathology test - on (B)(6)2013: fragments of endometrium with proliferative phase changes. No evidence of hyperplasia, atypia or malignancy; on (B)(6)2014: cervix: acute and chronic inflammation. 2. Endometrium: proliferative phase without atypia or malignancy. 3. Myometrium: leiomyomata. 4. Left fallopian tube: benign paratubal cysts. 5. Right fallopian tube: no diagnostic abnormality.. Ultrasound scan vagina - on (B)(6)2013: 2 uterine fibroids; on (B)(6)g2013: a 2.6 cm cyst in the left ovary seen. 2 fibroids are noted in the fundus of the uterus. Endometrial lining measures up to 13 mm in thickness and without focal mass seen with ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pain pelvic/ pain pelvic area') in an adult female patient who had essure (batch no. 740648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and ovarian cyst. Concurrent conditions included endometriosis and fibroids. Concomitant products included alprazolam, paracetamol (acetaminophen) and sertraline. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, depression, psych injury") and anxiety ("psychological or psychiatric problems anxiety and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- on (B)(6) 2010 and on (B)(6) 2010. On (B)(6) 2010 (right: unable to visualize; left: unable to cannulate), on (B)(6) 2010 (coils right tube: 0; coils left tube: 0). Removal details states that "fallopian tubes and ovaries appear normal. I do see some endometrial implants in the posterior cul-de-sac and on the bilateral uterosacral ligaments"; however, further details were not provided in detail. The plaintiff claims that essure worsened a previously existing injury/condition (depression and anxiety). Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2013: fragments of endometrium with proliferative phase changes. No evidence of hyperplasia, atypia or malignancy; on (B)(6) 2014: cervix: acute and chronic inflammation. 2. Endometrium: proliferative phase without atypia or malignancy. 3. Myometrium: leiomyomata. 4. Left fallopian tube: benign paratubal cysts. 5. Right fallopian tube: no diagnostic abnormality. Ultrasound scan vagina - on (B)(6) 2013: 2 uterine fibroids; on (B)(6) 2013: a 2.6 cm cyst in the left ovary seen. 2 fibroids are noted in the fundus of the uterus. Endometrial lining measures up to 13 mm in thickness and without focal mass seen with ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received event "abdominal pain" was added. Outcome of events "pain, bleeding" were updated as recovered. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pain pelvic/ pain pelvic area') in a female patient who had essure (batch no. 740648) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and ovarian cyst. Concurrent conditions included endometriosis and fibroids. Concomitant products included alprazolam, paracetamol (acetaminophen) and sertraline. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, depression") and anxiety ("psychological or psychiatric problems anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010 and (B)(6) 2010. (B)(6) 2010 (right: unable to visualize; left: unable to cannulate), (B)(6) 2010 (coils right tube: 0; coils left tube: 0). Removal details states that "fallopian tubes and ovaries appear normal. I do see some endometrial implants in the posterior cul-de-sac and on the bilateral uterosacral ligaments"; however, further details were not provided in detail. The plantiff claims that essure worsened a previously existing injury/condition (depression and anxiety) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Pathology test on (B)(6) 2013: fragments of endometrium with proliferative phase changes. No evidence of hyperplasia, atypia or malignancy; on (B)(6) 2014: cervix: acute and chronic inflammation. Endometrium: proliferative phase without atypia or malignancy. Myometrium: leiomyomata. Left fallopian tube: benign paratubal cysts. Right fallopian tube: no diagnostic abnormality. Ultrasound scan vagina on (B)(6) 2013: 2 uterine fibroids; on (B)(6) 2013: a 2.6 cm cyst in the left ovary seen. 2 fibroids are noted in the fundus of the uterus. Endometrial lining measures up to 13 mm in thickness and without focal mass seen with ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 16-aug-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Event onset dates updated. Concurrent conditions and lab details added. Concomitant products added. Removal date updated. Reporter information, patient details, product indication updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.